Event description:
I have already reported this incident on a prior form. Today the ent doctor was able to remove the hearing aid-filter(small part) that was lodged in the wax. This is a serious issue as the plastic acrylic part is tiny and can easily lodge in wax within the ears. Placed in ear: (B)(6) 2024.